Event description:
A hospitalized pt was transported to the reporting treatment facility for a plasma exchange procedure. For this procedure the facility was using albumin for replacement. This pt was being treated in the hosp for pulmonary hemorrhage and lupus. After the plasma exchange procedure, a leak in the centrifuge occurred with no alarm. The pt left the center and was transported back to the hosp. Sometime after the plasma exchange the pt experienced a massive pulmonary hemorrhage. The pt was intubated and is now stable. The pt had a low hematocrit prior ot the plasma exchange, and was going to be transfused after the procedure. The medical director at the reporting treatment facility does not think the blood spill has any correlation to the pt's pulmonary hemorrhage.